Event description:
On 11/11/2021, it was reported by an arthrex employee via sems that (3) ar-13991n needles broke. This was discovered during use in a shoulder joint repair on (B)(6) 2021. The fragment was removed and the case was completed by using a new ar-13991n.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.